Event description:
The customer reported to olympus, the gastrointestinal videoscope had a cloudy screen. The device was returned for evaluation. During the device evaluation, the foreign object inside the nozzle was found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: bending angle in up direction did not meet the standard value due to wear of the angle wire, objective lens had discoloration, suction cylinder was shaved, water removal ability did not meet the standard value due to clogging of the nozzle, adhesive on the bending section cover had a crack, the play of the up/ down knob was out of the standard value due to wear of the angle wire, and multiple parts had a scratch. A foreign object was found inside the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. According to the customer, the following details regarding the cds process were unknown: what the foreign material was, if there was any delay in the start of precleaning, if the air/water nozzle was flushed with water and air, if there were any abnormalities in the accessories used for reprocessing, if the endoscope was immersed in the detergent solution, if the air/ water nozzle was flushed with detergent solution, and if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.